Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed for an unknown reason. Additional information indicated the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties as old battery was no longer holding a charge. The patient is recovering well postoperatively. The current location of the device remains unknown and despite good faith efforts, no further information could be obtained.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.